Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'continuously shuts off' which was not reproduced during evaluation. A review of the event history log identified 'improper shutdown!'. The reported condition was verified. An 'improper shutdown!' Message displays the next time the pump was powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. Evaluation found that the device was working as intended. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'input unresponsive' could not be reproduced during evaluation. Evaluation found that the device was working as intended. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unresponsive input and continuously shuts on and off into sleep mode. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.